Event description:
It was reported that at the user facility the drill was heating up. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Worn components were discovered throughout the device, including bearings, bearing stop and nose cone. Worn components are a probable cause of overheating.